Event description:
Laboratory testing for sars-cov2 performed on bd max using bd sars-cov2 reagent vendor catalog number 445003-01 produced false positive results at a rate higher than indicated from manufacturer. Our laboratory began using the reagent in (B)(6) 2020, and was notified of FDA alert on (B)(6) 2020. At that time, we ceased reporting positive results, changed to reporting presumptive detect and sent sample for confirmation testing. In examining the data for the following time period (B)(6), we reported 98 presumptive positive results, 35 of which were repeated by a reference laboratory and found to be not detected. We continued to confirm presumptive positive results until bd changed the reagent we were allocated to the bio-gx reagent vendor catalog number 444213. These presumptive positive results increased turnaround time for patients waiting for sars-cov2 testing results, and increased costs for our healthcare organization. Lot numbers of bd sars-cov2 reagent used during this period were: 0154889, 0154879, 0154891, 0125853 (bd has not indicated this is a lot issue, as all lot numbers produced the false positive results; 35 samples affected during this time frame of 98 testing as presumptive detect. All sent to (B)(6) laboratory in (B)(6) for confirmation testing performed using a ldt pcr test. Result was not detected. Number of samples identified per day (B)(6). FDA safety report ID# (B)(4).